Event description:
Rv lead high threshold noted on (B)(6) 2022 and (B)(6) 2022 interrogation reports (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).